Event description:
A user facility clinic manager (cm) reported a hemodialysis (hd) machine started alarming air detector and blood drops were noted on the bottom of the machine ledge. After looking at it further, there was a puncture in the tubing. It was the tubing in blood pump closer to arterial side. The blood pump was making a knocking noise prior to this happening. The staff did not return the patient's blood. Upon follow-up, the cm stated a hemodialysis (hd) patient was one minute into dialysis treatment on a fresenius 2008t machine (serial number (B)(6)) when the machine prompted with an air leak detected message, and staff noticed blood in the blood pump area. Treatment was halted and the staff reported two small holes in the line of the tubing. The cm stated it was unknown if the blood pump rotor was original to the machine and the blood pump rotor was replaced (product, lot numbers unknown). An inspection of the rotor was performed and there were no visible signs of damage or wear. The pins were not loose and there was nothing visible that would have caused it to damage the tubing. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was between 100-300 ml. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the cm stated the patient did not restart treatment. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: device returned and disinfected in accordance with procedure. Complaint sample disinfected/prepared for analysis. Leak on pump tubing found. No additional abnormalities identified. Visual inspection: hole in pump tubing found. Microscopic examination: tear observed in pump tubing. No issues found in remaining set components. Cause not established. Sample worked as intended during priming stage and incident occurred approximately 2 hours after initiation of treatment. Damage (tear) could be caused due to incorrect handling of product either during manufacturing process or treatment set up. In 2008t hemodialysis operator¿s manual and instruction insert - combi set of product, indications for use to avoid this kind of damage: user guide: warning! Inspect blood pump rotor for proper operation (tubing guide posts not bent, rollers move freely, crank lever moves freely). Bent or loose tubing guide posts can damage bloodlines. Replace rotor if necessary. Instruction for use: ensure that pump segment is not kinked, stretched or twisted. Failure to properly install pump segment may kink tubing which may result in hemolysis undetected by machine pressure monitors or can rupture tubing resulting in blood loss. Potential root causes: damage (tear) could be caused due to an incorrect assembly during manufacturing process. Possible contributing factors: distorted components. Misaligned assembly cylinder in load tube station. Misaligned jaws in load t and adapter connector assembly station. Machine mechanism does not properly fix clear connector at station. Connector clear adapter presence sensor failure. Misaligned cylinder at end of inline. Production records review performed. Investigation of device history records (DHR) conducted. No indication of product nonacceptance, deviation, non-conformance, rework, labeling, process control failure during manufacturing process. Lot met all release criteria. Investigation confirmed.

Event description:
A user facility clinic manager (cm) reported a hemodialysis (hd) machine started alarming air detector and blood drops were noted on the bottom of the machine ledge. After looking at it further, there was a puncture in the tubing. It was the tubing in blood pump closer to arterial side. The blood pump was making a knocking noise prior to this happening. The staff did not return the patient's blood. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5. D10.

Event description:
A user facility clinic manager (cm) reported a hemodialysis (hd) machine started alarming air detector and blood drops were noted on the bottom of the machine ledge. After looking at it further, there was a puncture in the tubing. It was the tubing in blood pump closer to arterial side. The blood pump was making a knocking noise prior to this happening. The staff did not return the patient's blood. Upon follow-up, the cm stated a hemodialysis (hd) patient was one minute into dialysis treatment on a fresenius 2008t machine (serial number (B)(6)) when the machine prompted with an air leak detected message, and staff noticed blood in the blood pump area. Treatment was halted and the staff reported two small holes in the line of the tubing. The cm stated it was unknown if the blood pump rotor was original to the machine and the blood pump rotor was replaced (product, lot numbers unknown). An inspection of the rotor was performed and there were no visible signs of damage or wear. The pins were not loose and there was nothing visible that would have caused it to damage the tubing. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was between 100-300 ml. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the cm stated the patient did not restart treatment. The complaint device was available to be returned to the manufacturer for evaluation.